Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the knife stopped coming out. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation.